Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the deaeration chamber of a prismaflex st100 set during continuous renal replacement therapy. The volume of blood loss was approximately 25ml. The extracorporeal blood was returned to the patient and the set was replaced to continue treatment. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2026-00007. All information can be found under manufacturer report number 8010182-2026-00007. Should additional relevant information become available, a supplemental report will be submitted.